Event description:
The customer contact reported during start up, prior to pt use, the device alarmed with as whitescreen error. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, after the device was powered on, the device alarmed with a device malfunction: software error, followed by diagnostics. No additional info was provided.

Manufacturer narrative:
This report represents all the info known by the reporter upon query by hospira personnel.